Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm during manual prime. Customer's blood glucose was 269 mg/dl. The customer was advised to try a new reservoir with current set. The customer was advised to verify the connection is secure and manually push plunger and verify exits the tubing. The customer stated changing reservoir resolved the issue. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 269 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. Customer doesn't receive an e70 alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.